Event description:
It was reported that during a da vinci-assisted surgical procedure, operating room staff called technical support mid-procedure to report that the console's left master tool manipulator (mtm) was stiff. Technical support engineer (tse) reviewed the logs and found 23068 and 23069 errors from the previous case, associated with the left mtm 2. The staff decided to continue using only the blue console (console 1). A clinical sales representative (csr) later informed that the site would use the secondary console to continue with the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred after port placement during the procedure. The secondary console had to be used to continue the procedure. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The system logs were reviewed and it was confirmed that the user experienced errors 23068, 23069, 32098, 23008, and 23030 during field use. During system testing, no errors were replicated when driving the master tool manipulator (mtm) on an in-house system. No damages were found on the unit. The unit failed for slow gravity balance test post sine cycle - wy during fitness test, which is unrelated to the field complaint. The unit passed all other fitness tests. The unit also passed 1-hour sine cycle. They could not replicate the error. Per engineering escalation, to address the failed slow friction test, the gimbal will be replaced on the unit. The complaint was confirmed based on failure analysis system log review, which indicates that the device may have contributed to the customer reported issue.